Event description:
It was reported while bending the zygomatic foot plate for an external midface distraction to fit the pt's anatomy, the plate broke. Attempted to bend a second plate and it broke as well. Add'l plates obtained w/o further issue. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. DHR review: a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no device was rec'd. A review of the device history records has been completed.